Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The dreamstation auto CPAP device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center and foam particles were found within the device. The device was scrapped followed by the evaluation. At this time, no medical intervention has been reported and no further investigation can be performed. If any additional information is received, a follow up report will be filed.